Event description:
A malfunction was reported with a code labeled as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer in resetting it successfully. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue resurfaced.